Event description:
During routine testing of the device at the service center, the service technician reported the monitor battery failed the mfg test. The battery failed to hold a charge for more than 25 mins. The battery was replaced. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.